Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific received information that this right ventricular (rv) lead showed ventricular tachycardia episodes recorded due to oversensing. The rv pacing thresholds had also increased. No pacing inhibition was noted. The device and rv lead remain implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.